Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0ml coaptite on (B)(6) 2009. At the 6-month follow-up appointment (on (B)(6) 2009), the patient was prescribed topical anticholinergic medication. The patient developed a urinary tract infection, confirmed via urinalysis on (B)(6) 2010 (one year post injection), and was treated with antibiotics for 2 weeks; the symptoms resolved. The physician does not feel that either of these aes were related to the coaptite implant.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 9/30/2010. Since the adverse event required antibiotics, to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1010293 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.